Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ¿curled¿ stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was three photographs depicting three 3cg stylets. The depicted portion of the devices included the polyimide regions. Curved shape memory was observed within the polyimide regions. The stylets appeared to be intact. While stylet deformation as evident in the submitted photographs, inspection of the photographs was insufficient to identify the cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include attempted insertion against resistance and device manipulation. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported all piccs inserted were identified as malpositioned, looped or curled, on the first x-ray taken for tip confirmation. Sterile field was left in place while x-ray taken so PICC could be re-adjusted. Each were successfully positioned after pulling back and flushing however did take multiple x-rays (2-3) to confirm tip placement at the caj. Stylets were left in the PICC¿s during insertion but sherlock navigation was not used, it is not currently set up with the sonosite ultrasound. They have been removing the stylet and inserting ¿blind¿ for approximately 4 months, so they are not using the netbook. It was reported this occurred with three devices. This report addresses the second device.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported all piccs inserted were identified as malpositioned, looped or curled, on the first x-ray taken for tip confirmation. Sterile field was left in place while x-ray taken so PICC could be re-adjusted. Each were successfully positioned after pulling back and flushing however did take multiple x-rays (2-3) to confirm tip placement at the caj. Stylets were left in the PICC¿s during insertion but sherlock navigation was not used, it is not currently set up with the sonosite ultrasound. They have been removing the stylet and inserting ¿blind¿ for approximately 4 months, so they are not using the netbook. It was reported this occurred with three devices. This report addresses the second device.